Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches in the insulin pump screen. Customer¿s blood glucose level was unknown. Customer stated that the unable to read the screen clearly. Troubleshooting was performed for damaged. The insulin pump will not be returned for analysis.